Event description:
It was initially reported the patient was having a lot of pain around the implant and the wire was ¿bulging out.¿ it was noted this had started a long time ago and had gotten a lot worse over the last couple months. The patient had lost 15 pounds but was currently the same weight as when the device was implanted. It was noted the patient¿s personal opinion was that the wire was pulling on the implant. The patient¿s whole buttock was very tender and it was like having a tooth ache every day and about three inches around the implant was sore all the time. The patient¿s stimulation was currently off and if the patient turned on stimulation the pain was worse. It was noted that if that patient bent over too many times in a day the pain got really bad and the patient had to lie down; the example the patient gave was taking petals off flowers. It was noted the patient had no falls. The patient received pain injections from her doctor and her rheumatologist. In the last 4 weeks the doctor¿s physician assistant had checked around the patient¿s implant and saw a ¿wire¿ was pushing out. The patient¿s rheumatologist and pain management doctor had been unable to help with the pain and she wanted the device removed. It was noted the patient had her right hip replaced. Additional information received reported the patient still had concerns about her stimulation implant in her left buttocks, below her waist, that was implanted in 2008. The patient now had much pain in and around the area and the patient wondered if it could be putting pressure on her sciatic nerve. The patient¿s left buttock was sore and very sensitive to touch. It was noted she had a burning achy pain every day; the pain went down the back of her left thigh and certain movements, standing and bending, made it worse. It was also reported a wire bulged near the area. The patient wanted to have her stimulator removed. She never had pain in her left buttock until she had the stimulator implanted and she did not think her body liked it. The last time the patient saw her manufacturer representative she noted she felt the stimulator had ¿gone deeper¿ and the patient noted when she charged her device it really hurt and she had to lay flat. It was noted post-implant was very painful for the patient and she could not imagine the pain of the removal surgery and she felt that she made the wrong decision in being implanted. The patient believed a regular transcutaneous electrical nerve stimulation (tens) unit would have given the same results. The patient was going to see a surgeon on (B)(6). It was noted the implant was keeping the patient from ¿walking any distance¿ because she was in too much pain. The patient felt like the wire was pulling on the implant and she had to walk with her hand over the area.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).